Event description:
It was reported that the patient had an infection so all implants were removed and doctor proceeded to antibiotic spacer.

Manufacturer narrative:
The catalog number, lot code and product description of the revised liner was not provided. Additional devices reported in this event are: cat # 540-11-52e, lot # aplmde, description: trident psl ha solid back 52mm. Cat # 6260-9-032, lot # 31926101, description: 32mm -4 lfit v40 head. Unknown accolade stem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices were given to the patient and are not available for evaluation. Additionally, no other information will be provided per hospital protocol. Not returned.